Event description:
Reportedly called lfs in 01/02 alleging that reporter's ot ultra meter was reading inaccurately high. The call was documented. Per "ccr's" potential medical notes: "reporter reportedly got hospitalized because the meter was not working properly." Per casepoint questtons: reporter was taken to the hospital due to this problem. Reporter tried to eat some food but reporter could not get to the (refrigerator). Reporter became unconscious and when reporter woke up, reporter was in the hospital.